Manufacturer narrative:
Product expected, but not yet received. Therefore, this report is based on the information provided by the customer. Information regarding the circumstances that led to the injury of a staff member, nor the specifics of the injury received, were not provided. A historical review of the complaint database revealed similar complaints of difficulty locking the buckle when the webbing strap is inserted. Review of the other complaints found them to be related to a material issue which has been addressed internally via the CAPA system. There were no patient injuries involved in any of the complaints. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states to before each use, check cuff s and straps for cracks, tears, and/or excessive wear or stretch, broken buckles or locks, and/or that hook-and-loop adheres securely as these may allow patient to remove cuff . Discard if device is damaged or if unable to lock. The IFU also provided extra warning to not use this device with someone who has continued highly aggressive or combative behavior, self-destructive behavior, or deemed to be an immediate risk to others or to self. Without return of the device the reported issue could not be confirmed and without the device lot information the release documentation could not be reviewed. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file #2021-00115.

Event description:
(B)(6) reported via email a customer who experienced issues with the locking of the restraints. One of the staff members was injured in the incident. No gtin number provided, troubleshooting guide saved.